Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced eight clogged infusion set which was at site on (B)(6)2024. The infusion set was in use for one day. The blood glucose level was high and the patient was treated with correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4)- device 5 of 8 since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.